Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level ranging from 385 mg/dl to 440 mg/dl. The customer treated high blood glucose level with his insulin pump and a manual injection. Customer reported that the high blood glucose levels began at lunchtime on (B)(6) 2017. The customer was assisted through troubleshooting. Insulin pump passed self-test. The customer asked for help checking for possible site and insulin issues and no issues were discovered. After troubleshooting the customer checked his blood glucose level and it was lowering from 385 mg/dl to 350 mg/dl and continuing to lower. The customer asked to discontinue troubleshooting for his high blood glucose level. The customer inserted a new infusion set. The customer stated he will call back if the issue recurs. Insulin pump will not be returned for analysis.